Event description:
It was reported, the ultrasonic surgical instrument probe broke while using the device. The probe broke outside the patient's body. The issue occurred during a therapeutic uterine fibroid procedure. There were no reports of patient harm. The device was replaced with a similar product and the procedure was completed.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Corrected fields: d4, d9, d10 and g2 - health professional and customer representative are not applicable to this event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the probe was broken by the following mechanism: activated output while the probe tip was contacted hard objects such as metal clips, stapler, or other instruments. This caused the probe tip was scratched. Kept doing activated output in the state described in ¿1¿. This caused the probe tip was applied a load, cracked due to the scratches on the probe tip. The probe was subjected to some kind of load and ruptured. The event can be detected and prevented by handling the device in accordance with the following instructions for use: the sonicbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. Olympus will continue to monitor field performance for this device.